Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 06/2.00 flextome® cutting balloon® was selected for use. During unpacking, it was noted that the device was in two pieces. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.